Event description:
A malfunction was reported on the customer's pump. The customer was unable to confirm fault ID because they shut the pump off before calling technical support. There was no reported adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.